Event description:
It was reported that the pump usb port appeared to be blocked or bent, causing difficulty in connecting the charging cable to the usb port. Due to the usb port issue, the pump was unable to be charged properly. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.